Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem where excessive force was exerted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: sealing vessels and tissue bundles warning ¿ do not apply excessive force to the device. If damaged, pieces from the device may fall into the patient. Harm may occur. ¿ if the device shaft is visibly bent, discard and replace the device. A bent shaft may prevent the device from sealing or cutting properly. ¿ eliminate tension on the tissue when sealing and cutting to ensure proper function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the powerseal curved jaw sealer and divider exhibited a bent jaw joint mechanism. There was no patient involvement.